Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller stated the patient¿s therapy impedances were greater than 2000 ohms. The caller stated they were with the patient to do a routine check. The patient had an older model device on their right side. They had been watching it rather closely to see when it was going down. The caller stated that therapy impedances kept reading greater than 2000 ohms and they had run it 3 times. 1+ 0- amp 1.5v, pw 60, 185 hz. It was stated that the records of the patient¿s ins didn¿t match. Device in question was shown to have been explanted and inactive. There were no further complications reported.